Event description:
Event verbatim [preferred term] burn blisters [burns second degree] , . Case narrative: this is a spontaneous report from a contactable other healthcare professional (a pharmaceutical technician) reported for herself. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare heatwrap) from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. Thermacare was used previously for several years. The patient experienced burn blisters for the first time on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn blisters " as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn blisters [burns second degree] , . Case narrative:this is a spontaneous report from a contactable other healthcare professional (a pharmaceutical technician) reported for herself. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare heatwrap) from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. Thermacare was used for several years. The patient experienced burn blisters for the first time on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (12jan2018): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment based on the information provided, the event of "burn blisters " as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term]. Burn blisters [burns second degree]. Narrative: this is a spontaneous report from a contactable other healthcare professional (a pharmaceutical technician) reported for herself. A 31-year-old female patient started to receive thermacare heatwrap (thermacare heatwrap) from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. Thermacare was used for several years. The patient experienced burn blisters for the first time on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status was not received. Follow-up (12jan2018): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Follow-up (03apr2020): new information received from the product quality complaint group included investigational results. No follow up attempts are possible. No further information is expected.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status was not received.